Event description:
It was reported that the external pulse generator was received new but it was noted that one of the control knobs sat approximately 1/4 inch above the other knobs, even when pushed down as far as possible. It was further noted that the unit did function fine, that a replacement knob was being requested. The generator was returned to service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that one control knob sat above the other knobs. Analysis also found that the encoder nuts were not torqued to specification and that four case screws were contaminated. It was noted that during analysis the device failed incoming functional testing and therefore the printed circuit board was re-aligned and the device passed all re-testing. All found defective parts were replaced and all other identified issues were resolved. (B)(4).